Manufacturer narrative:
Complaint not confirmed, no abnormality was observed that may have contributed to the event.

Manufacturer narrative:
Complaint not confirmed, no abnormality was observed that may have contributed to the event.

Event description:
It was reported that loosening and breakage of the glenoid component due to pe abrasion occurred. Revision surgery performed with prosthesis removal, implantation of an inverse shoulder prosthesis on the right from a different manufacturer. Intraoperatively, defect of the glenoid was confirmed. Initial surgery was performed on (B)(6) 2013, date of revision surgery was (B)(6) 2020. Male patient, yob: (B)(6). No further information has been made available. Additional information obtained 13-jul-2020: the patient suffered from pain and went to the hospital, no known trauma that could have caused the pain. Patient does not have an extraordinarily high bmi or any known extraordinarily stress. Additional information obtained 27-oct-2020: the part numbers of the explanted arthrex devices has been provided and are as follows: ar-9105-01 w/ batch 1221011, ar-9343-16 w/ batch 1295122004, ar-9300-43cpc w/ batch 12.055, ar-9301-02 w/ batch 12.363.